Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. Review of the device history record(s) showed that there were no issues during the installation of this product which would contribute to this complaint condition. The assignable root cause could not be determined. The issue has been escalated to a CAPA.

Event description:
This is report 3 of 3 for the same event. It was reported that during a total knee arthroscopy surgical procedure, it was observed that the robotic assisted saw interface left (sasi), right and left, had play with the saw. It was reported that the tab on the saw that connects to the sasi showed wear marks and there was play between the saw and the sasi. It was also reported that the back side of the sasi clamp that connects the sasi to the robot was loose. It was reported that it was part of the clamp that squeezes as the part that is loose. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.